Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer reported about a "draw issue occurring in two tubes in a row; the 2 tubes didn't draw enough volume of blood."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) sst" blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer reported about a "draw issue occurring in two tubes in a row; the 2 tubes didn't draw enough volume of blood."